Event description:
It was reported that the pump has stopped all insulin delivery. The customer's blood glucose level was impacted (346 mg/dl). It was reported that the customer had not felt well that day and that the high blood glucose level could have been due to selecting a bolus delivery which was not sufficient for the total number or carbohydrates consumed. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.